Manufacturer narrative:
No failure was indicated in the original procedure or in the explanted implants at the time of revision. Explants were not returned for investigation. Screw loosening is a known complication of spinal fusion and orthopedic fixation procedures, which may be attributed to multiple factors including bone quality, patient's age and weight bearing forces as well as surgical technique. The rate of screw loosening associated with premia spine procedures is much lower than the rates reported in the published literature for spine fusion procedures.

Event description:
Patient implanted with the tops system in germany, underwent a revision surgery due to screw loosening after more than 2 years. The original surgery was performed on (B)(6) 2023, tops system was implanted at l4-l5. On (B)(6) 2026, the tops system was removed in a revision surgery. During the surgery it was found that the superior (l4) screws were loose. All the implants were removed without issue and a conversion to fusion (tlif + cement augmented pedicle screws) was performed.